Event description:
Information was received from a patient regarding an external device - wireless recharger. The reason for call was patient reported that for the last few weeks they had been having issues with their wireless charger where the power light would go red almost immediately after starting the implant charge session and the wireless recharger had issues staying connected with the implant. Patient said that they had been at their hcp on friday and the mdt rep, told the patient to call patient services for a replacement wireless recharger because of these issues after seeing the patient. The patient said they were told that the implant had "dropped" on friday. Patient said they started having issues with the wireless recharger before a few weeks ago, probably back in january and said that the mdt rep had seen them at the hcp and had been made aware of this issue actually about 2 months ago or earlier but that charging issues started prior to patient being told their implant had "dropped". Patient said that the mdt rep had already had patient hard reset the wr and this had not resolved issue. During call ps had patient hard reset the wr and patient started a charging session, implant was at 100% charging on excellent recharge quality. Ps reviewed that issues could not be seen during call but due to patient's report of difficulties and previous troubleshooting. Ps would send replacement wr. Ps reviewed if replacement wr doesn't resolve issue that patient would need to follow up with hcp. An email was sent to the repair department to replace the wireless recharger. Additional information was received from rep stating the patient implant has dropped into her breast tissue area. She is still have to charge, but her implant is lower into her breast tissue. She tried doing a hard reset to see if it would fix the red error light that happens on her charger. Patient called into tech services to get a new recharger sent out and patient is charging now like normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from hcp that the ins was dropped due to aging and elasticity, when checked the impedances everything is normal. The replacement device resolved the issue.